Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es evaluate for replacement. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station went down in the middle of a procedures. A field service engineer (fse) replaced the aio (all in one) and docking board. The technical support specialist remotely accessed the device and identified that the application was failing to launch due to sql database dump files being generated. Then implemented a fix to stop the generation of these dump files. After the fix, the tss verified that no new sql dump files had been created and confirmed that the c: drive had sufficient free space (21.5 gb). Based on the observations, the fix has been effective, and the sql-related errors appear to be resolved. The system functioned as intended after the field service engineer and technical support specialist completed the repair.